Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device would not activate due to fluid loss resulting in incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The procedure completed successfully. No patient complications were reported in relation to this event.